Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in scope of the roche initiated recall. For these test strips there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation was lay user/patient.

Event description:
The initial reporter received error messages and questionable results from coaguchek xs meter serial number (B)(4). The specific date of the event and specific results were not known. The initial reporter could only approximate the event occurred "months ago". The results from the meter were above 4 inr and the result from the laboratory was 2 inr. The laboratory method was requested but was not known.